Manufacturer narrative:
Correction: the previous report should have stated "it was reported that the patient also experienced breast ptosis". Reason for device explant and/or reoperation: deflation and breast ptosis. On (B)(6) 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. It was determined that the impacted device lot number was 5700804. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. If new information becomes available, mentor will submit a supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 26, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient also experienced breast prosthesis. Reason for device explant and/or reoperation: deflation and breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 15, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately less than 0.1 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: previous report missed reporting the replacement devices which are l/ cat: 3501650, sn: 9781855-071, r/ cat: 3501650, sn: 9807265-041. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the lot number and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024 and replaced with a 325cc mentor smooth round moderate profile (catalog number 3501650) with serial number (B)(6).